Manufacturer narrative:
Device not yet received at manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site on (B)(6) 2014. Oral antibiotics were administered (cefditoren pivoxil, duration not reported); however, the issue was not resolved. The patient underwent a medical procedure to inspect the skin-flap on (B)(6) 2015, and the patient was administered with oral antibiotics (tebipenem pivoxil, duration not reported). It was reported that the issue had not resolved, and subsequently, the device extruded through the skin flap. On (B)(6) 2015, debridement was performed at the implant site and the patient was administered IV antibiotics (cefamezin, duration not reported), and oral antibiotics (sulfamethoxazole) for a duration of 2 months. On (B)(6) 2015, a second debridement was performed at the implant site and the patient was administered with IV antibiotics (tazobactam / piperacillin) for a duration of 5 days; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was administered IV antibiotics (tazobactam / piperacillin) for a duration of 5 days. It is unknown if the patient was reimplanted with a new device, as of the date of this report, august 28th, 2015.

Manufacturer narrative:
The report is filed (B)(4) 2015.